Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, successfully reset pump, and did not experience a repeat of the malfunction, and technical support advised customer to continue using pump and to call back if malfunction occurred again.